Manufacturer narrative:
Supplemental filed to include additional information received from the customer: the patient also exhibited renal failure. There was no additional treatment beyond what was originally reported. The original investigation stands as-is. The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella cp pump inserted in the left femoral for high-risk percutaneous coronary interventions (hrpci). It was reported that suction persisted for several days after the device was turned on. Volume loading was continued; however, since ECMO was also taking flow, filling became difficult to maintain. Hemolysis was treated by introducing continuous hemodiafiltration (chdf. No further information was provided.